Event description:
It was reported that serial water leaked from two places of foley catheter. It has leaked from near the inflation valve and inlet tube. The representative confirmed that there was no abnormality found in the valve and its vicinity. The inlet tube was cut, the bag and other company's syringe were discarded. A note was included in the same bag as the actual item, they took a photo and discarded it.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that serial water leaked from two places of foley catheter. It has leaked from near the inflation valve and inlet tube. The representative confirmed that there was no abnormality found in the valve and its vicinity. The inlet tube was cut, the bag and other company's syringe were discarded. A note was included in the same bag as the actual item, they took a photo and discarded it.